Event description:
Limited information is available regarding this event. The relevant medical history was listed as coronary artery disease. It was reported that during a heart stent implantation the md inserted the iab. Five minutes after the insertion, the iabp began to alarm "helium loss 2." The md exchanged the iab.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.